Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. The pa tient stated that their battery moved from their lower butt to their waist line in (B)(6) 2017. The patient¿s healthcare professional (hcp) did a CT scan last week and everything is in place, the leads are connected, and the device is working. There were no pa tient symptoms reported and no complications reported.